Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a loss of connection and an adverse event occurred. The patient stated they experienced a hypoglycemic event and the dexcom did not alert due to signal loss. They patient was driving at the time of event and was involved in a car accident and woke up in an ambulance. The patient could not recall what occurred other than being treated with intravenous (IV) therapy. Additionally, the length of time the dexcom was showing signal loss is unknown. At the time of contact, the patient was in stable condition. Data was provided for evaluation and the allegation was confirmed. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) correction to the following statement in the initial MDR: data was provided for evaluation and the allegation was confirmed. A probable cause could not be determined.

Event description:
Data was provided for evaluation and the allegation was confirmed. Performance data indicates that the user had connection loss alert disabled on the date of issue.